Event description:
The customer reported that the nurse was walking towards bed space 11 when she heard a bang. On arriving at bed space 11 - the patient was on the floor and unresponsive with no pulse and no respiratory effort. A crash call was put out and CPR commenced. The patient was transferred to the ICU.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.